Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that the pump's alarm sound was not annunciating. Customer's blood glucose was approximately 40 mg/dl. Customer consumed carbohydrates to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.